Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a 38-year-old female patient who had essure (batch no. C12712) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), headache ("headache"), alopecia ("hair loss") and peripheral swelling ("swelling of legs"). The patient was treated with surgery (essure implants removed). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, headache, alopecia and peripheral swelling outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, headache and peripheral swelling with essure. The reporter commented: the patient has told that her symptoms started right after insertion. However, it is not known if symptoms continued or not. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality-safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a 38-year-old female patient who had essure (batch no. C12712) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), headache ("headache"), alopecia ("hair loss") and peripheral swelling ("swelling of legs"). The patient was treated with surgery (essure implants removed). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, headache, alopecia and peripheral swelling outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, headache and peripheral swelling with essure. The reporter commented: the patient has told that her symptoms started right after insertion. However, it is not known if symptoms continued or not. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain lower the analysis in the global safety database revealed 1.236 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: lot number received: c12712. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a 38-year-old female patient who had essure (batch no. C12712) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), headache ("headache"), alopecia ("hair loss") and peripheral swelling ("swelling of legs"). The patient was treated with surgery (essure implants removed). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, headache, alopecia and peripheral swelling outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, headache and peripheral swelling with essure. The reporter commented: the patient has told that her symptoms started right after insertion. However, it is not known if symptoms continued or not. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain lower the analysis in the global safety database revealed 1.235 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), headache ("headache"), alopecia ("hair loss") and peripheral swelling ("swelling of legs"). The patient was treated with surgery (essure implants removed). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, headache, alopecia and peripheral swelling outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, headache and peripheral swelling with essure. The reporter commented: the patient has told that her symptoms started right after insertion. However, it is not known if symptoms continued or not. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 18-may-2018 for the following meddra preferred term: abdominal pain lower the analysis in the global safety database revealed (B)(4) cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: insertion and removal date of essure were provided. The essure was inserted on (B)(6) 2014 and removed on (B)(6) 2018. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.